Event description:
A ventilator was returned to a third party service center for evaluation. A "service required" code related to the device's oxygen blending module board was found in the ventilator's downloaded error log. The device has not yet been evaluated by the third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party service center investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third party service center for a "service required" alarm related to the device's oxygen blending module board. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.